Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. The patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2021. Reason for device explant and/or reoperation: bilateral capsular contracture, bilateral breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/8/2021, upon visual evaluation of the image provided in the complaint on (B)(6) 2021, the implant was observed to be ruptured and contained in a plastic bag since the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number 6499852 and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 325cc gel breast prostheses that both ruptured after implantation. In addition, the patient developed baker grade iii capsular contracture in both of her breasts. The issues were diagnosed via a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.